Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the atlas transfer carriage and found that the bolt used to keep the wheel in place was loose resulting in the reported event. The technician reinstalled the bolt, tested the transfer carriage, confirmed it was operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that the wheel of their atlas transfer carriage came off while an employee was removing a load from the sterilizer allowing the transfer carriage to fall to the floor. Two employees reported an injury as a result of the event. One of the employees sought medical treatment and both returned to work. The user facility did not disclose if medical treatment was administered.